Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and was found to be non-conforming with red/brown foreign material on the outer diameter of the port and on the probe needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Presence of adhesive was observed on the inner cutter. The cutter/coupling adhesive bond fillet was found to be conforming. Gouge marks were observed at the bend area and a couple other locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to the adhesive bond failure between the inner cutter and coupling. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The evaluation confirms that the returned probe had a cutting issue. The evaluation also indicated that the probe had an actuation issue. The root cause for the observed cut and actuation non-conformances is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal CAPA investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe would not cut when he depressed the foot pedal and the aspiration was functioning during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.